Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated they had not been eaten and their blood glucose level was at 230 mg/dl got up to 400 mg/dl. The customer was treated with syringe for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not wish to troubleshooting. The insulin pump will not be returned for analysis.